Event description:
It was reported that the customer was in the hospital due to high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. However, it was stated that the insulin pump did not deliver enough insulin during the fixed prime. The unit passed the self test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Several boluses and basals were programmed into the insulin pump. All programmings delivered and recorded accurately. No delivery anomaly, basal anomaly or bolus anomaly was observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.